Event description:
It was reported that a pt underwent a surgical procedure with implantation of rods at l4-5 level. Approx 2 months post-op, failure occurs and pt is "becoming symptomatic." Revision surgery has not been scheduled at this time. The physician is continually monitoring the pt.

Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Xrays were reviewed by a product engineer revealed that it appears that the cable component of one device was broken. The flanges of the broken device appears to be offset on the failure xray indicating that the device was expected to reduce/resist a slip. Unable to determine a cause for the cable fracture at this time.